Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. The exact cause of the reported event could not be conclusively determined at this time. Omsc concluded there was no serious injury to this phenomenon because the user did not perform the additional treatment for the patient. Omsc submits this MDR as a malfunction report. If additional information becomes available, this report will be supplemented.

Event description:
At the endoscopic retrograde cholangiopancreatography (ercp), the doctor used the device (tjf-q290v) in combination with the distal end cover maj-2315. At the beginning of the ercp, the doctor removed the distal end protection tube from the tjf-q290v and used it for the ercp. When the distal end protection tube was pulled out of the device, the tube and maj-2315 were caught and the slit of the maj-2315 was torn. The doctor continued the ercp without noticing that maj-2315 was not attached to the device. At the end of ercp, when the doctor removed the device from the patient's body, the doctor noticed that the maj-2315 was not attached to the device. The doctor also found that the patient's esophageal mucosa was damaged and bleeding. The doctor did not perform the additional treatment including the re-insertion of the endoscope for the patient because the doctor decided that there was no need for treatment. The doctor commented that this patient had a weak esophageal mucosa originally. The user facility has not performed a pathological examination of the collected mucosa.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The distal end cover was fell off from the endoscope. Because the distal end cover was not attached, the exposed distal end of the endoscope damaged the esophagus. If significant additional information is received, this report will be supplemented.